Event description:
I had scraped the back of my foot and so I put a topcare brand sheer bandage on it. I left the bandage on for 2 or 3 days before I removed it. After I removed the bandage. I notice that there were red itchy bumps around the area where the bandage had been. Those bumps were not there before I put the bandage on and are still there 3 days after I took the bandage off.